Event description:
It was reported that some of the saved thumbnail images in the image directory did not match the retrieved images (data mix). This could result in an improper diagnosis of images. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.